Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that pyxis medstation es system encountered a delay in displaying patients on the patient list following their registration. The customer stated that it took 10 to 15 minutes for patients to show up on the pyxis device, which resulted in delays in medication dispensing. There were no adverse events or injuries reported based on this incident.